Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Screw shaft is still in patient, and the head was discarded.

Event description:
It was reported by the company representative that in a surgical procedure on (B)(6) 2016, during which he was present, he witnessed a screw fracture at midpoint of the 8mm hmmf screw. The hmmf case was for a mandible angle fracture. All stryker cmf hmmf products were being used per IFU requirements. The screw shaft was left in surgical site. The company representative stated that the surgeon normally does not use the 8mm size screws and that they had been in the set for a long period of time.

Manufacturer narrative:
The reported event could be confirmed, since an image documentation is provided. Due to the missing product the exact root cause cannot be determined, but according to the risk management file, these are possible root causes: - incorrectly selected/ assembled implant/ instrument - insufficient/too high bone quality - wrong/ missing information - wrong/ missing functionality check - improper implant placement (e.g. Arch bar, screw...) - too much/ wrong forces between blade, screw and bone (e.g. Screw head deformation, screw breakage) - too much/ wrong compression/ torsional/ axial forces - wrong rotational speed, unintended loads - bone quality resulting in high torque - improper blade disengaging. Based on the statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend. Actual device was not returned; however, an image was provided and referenced.

Event description:
It was reported by the company representative that in a surgical procedure on (B)(6) 2016, during which he was present, he witnessed a screw fracture at midpoint of the 8mm hmmf screw. The hmmf case was for a mandible angle fracture. All stryker cmf hmmf products were being used per IFU requirements. The screw shaft was left in surgical site. The company representative stated that the surgeon normally does not use the 8mm size screws and that they had been in the set for a long period of time.